Event description:
The customer called for help with he contour meter. She performed control tests while troubleshooting and received results of 25 and 19 mg/dl. The normal control range was 111-154 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.